Event description:
On november 17, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter gave a blood glucose reading of 'hi mmol/l'. On november 19, 2009, the technical service representative (tsr) spoke with the patient to obtain and verify information. On event date at 5:00 am, the patient obtained the blood glucose reading of 'hi mmol/l' (greater than 33.03 mmol/l) on the reported meter. Based on this reading, the patient took an increased dose of novorapid insulin, sixteen units instead of the usual ten units. The patient noted this was not her usual time to test her blood glucose level and take insulin. The patient then went back to bed; she did not have anything to eat or drink. At 8:30 am, the patient's daughter contacted the patient, who was experiencing the symptom of 'unclear speech'. The patient's daughter contacted emergency services. Paramedics arrived at 9:05 am and tested the patient's blood glucose level to be 5.4 mmol/l and 6.0 mmol/l (97 mg/dl, 108 mg/dl). The patient was treated with oral glucose gel and breakfast. On the day prior to this event, the patient had obtained the meter readings of 8.7 mmol/l pre-dinner and 10.7 mmol/l at bedtime. The patient is prescribed to take the set doses of novorapid insulin ten units four times per day and insulatard insulin six units per day; however, the patient noted she does adjust her insulin based on meter readings. Her expected morning blood glucose levels range from 7.1 mmol/l to 7.7 mmol/l (128 mg/dl, 139 mg/dl). The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received emergency medical attention and treatment with oral glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.